Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for vessel plasty from the proximal to mid lad. Vascular access was obtained via the femoral artery. The 90% stenosed, 38mm x 3.50mm de novo lesion with a 45 to 90 degree acute bend, was located in the moderately calcified and moderately tortuous lad. Following predilitation with a semi compliant balloon, a 38 x 3.50 promus elite stent was advanced to the target lesion and was deployed. Following stent deployment, a distal edge dissection was noted. A 3.50 x 20mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.